Manufacturer narrative:
Product analysis: visual and optical examination confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre-operative diagnosis of lumbar canal stenosis and spondylolisthesis underwent posterior lumbar interbody fusion at l4/5 on (B)(6) 2019. Intra-op, the tip of the reduction set screw breaker broke off and got stuck in the set screw. The tip of the product broke during final tightening and remained in the set screw. The set screw was removed, and new set screw was opened and used with another driver. It was confirmed that there was no foreign substance after checking visually and with the images and x-ray. There was a delay of less than 60 mins in procedure time as a result of alleged event. There were no patient complications as a result of alleged event. Reportedly, there was squeaking sound when final tightening was performed.